Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/functional/performance evaluation: per the service and repair evaluation, it was found that the device would intermittently prime. It was noted that the sequencer spring was dislodged. Additionally it was noted that the driver pins on the sled position indicator were coming loose and the cocking slide was discolored. It is likely that the dislodged spring contributed to the reported event; however, the definitive root cause for the dislodged spring is unknown. The device was repaired, cleaned, lubricated, tested, and returned to the customer. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for failure to prime, as the device failed to prime during functional testing. However; the investigation is inconclusive for self-activation, as functional testing could not be completed due to the priming issues. Per the service and repair facility, the device would intermittently prime during testing. It was noted that the sequencer spring was dislodged. It is likely that the dislodged spring contributed to the reported event; however, the definitive root cause for the dislodged spring is unknown. Labeling review: the current IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to a biopsy, the device allegedly fired unintentionally. It was further reported that the device allegedly failed to prime as well. There was no reported patient involvement.